Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned one week post implant due to increased thresholds and loss of capture (loc). It was determined that the lead had dislodged. As a result the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.